Event description:
The customer reported that during a laparoscopic gynecological procedure, the jaws of the device could not be re-opened while applied to tissue. The surgeon resected the tissue directly adjacent to the jaws in order to remove them. There was no patient injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is unknown evaluation. When the device evaluation is complete, a follow-up report will be submitted.